Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion of an intraocular lens into the patient's eye, the cartridge tip was observed bent. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database revealed no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/26/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger and pushrod were in advanced position in the preloaded insertion system. Lack of lubricant material was observed on the cartridge. No assembly error and/or defect were observed in the preloaded device related to the manufacturing process. The intraocular lens (iol) was observed at the cartridge tube section. Heavy dent/distortions were also observed at the cartridge tip area. The conditions of the product returned is consistent with a unit that was handled and prepared for surgical process. The customer's reported complaint was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.